Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). (B)(6), an rn in the cicu, called to request assistance with an ECG issue. She stated the ECG waveform had gone away, and the pump was in pressure trigger. She stated while the pump was working fine, she would like to have the pump back in ECG trigger. Hillary stated she had changed out the electrodes prior to calling in. While fse was making recommendations, a coworker adjusted the ECG cord. The ECG waveform reappeared, and the pump changed back to ECG trigger. (B)(6) stated she had already tried adjusting the ECG cord; however, her coworker fixed the issue. Recommended if the cord continued to have issues, then cord would need to be replaced.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had ECG issue. Patient involved and no adverse event reported.